Manufacturer narrative:
H4: lot manufactured between december 17, 2019 to december 18, 2019. H10: the device was received for evaluation. Visual inspection along with magnification did not identify any abnormalities that could have contributed to the reported condition; no white dust foreign matter was observed inside the bag. The fill port cap was removed and no damage or foreign material was identified with the connector/cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag in which white dust foreign material was found. This issue was identified during an unspecified process step, prior to patient use. There was no patient involvement. No additional information is available.